Manufacturer narrative:
Visual and functional analysis was performed on the returned device which identified the stent to be partially exposed but not flowered. Follow-up with the account was performed; however, they were unaware of when it may have occurred. The reported deployment issue and resistance with the thumbwheel were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints. The investigation was unable to determine a cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous right superficial femoral artery. The 6.0x100mm absolute pro self expanding stent system failed to deploy the stent as they couldn't unlock the handle. The device was replaced with an unspecified device to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the stent to be partially exposed but not flowered. The account is unaware of when it occurred.